Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was gained via the radial approach. The 90% stenosed, 25mm long target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery (lad). The lesion was predilated with a non-bsc balloon. The physician attempted to obtain ivus images however the catheter was unable to cross the lesion. The physician used a microcatheter to exchange the guide wire to a floppy rotawire guide wire. During advancement of the 1.75mm rotablator rotalink plus burr to the lesion over the rotawire guide wire, while the rotalink plus burr was still within the guide catheter, the rotawire guide wire was noted to be fractured. This was noted prior to any ablations being performed. The 15cm wire fragment was located in the ostium of the mid lad to distal lad. The physician attempted to retrieve the guide wire fragment using a gooseneck snare and other non-specified wires, however this was unsuccessful. The physician then deployed 2.75 x18mm (mid) and 2.5x18(distal) non bsc stents in the lad over the guide wire fragment to secure it in place. The procedure was completed. No patient complications were reported and patient status was reported as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received fractured,at the distal end spring tip is missing. The visual and tactile inspection revealed that the core wire is fractured at 314.9cm from the proximal end. All the outer diameter that could be measured are within the specifications. The fractured section was sent to mtac lab for fracture analysis, and the conclusion ws that the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was gained via the radial approach. The 90% stenosed, 25mm long target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery (lad). The lesion was predilated with a non-bsc balloon. The physician attempted to obtain ivus images however the catheter was unable to cross the lesion. The physician used a microcatheter to exchange the guide wire to a floppy rotawire guide wire. During advancement of the 1.75mm rotablator rotalink plus burr to the lesion over the rotawire guide wire, while the rotalink plus burr was still within the guide catheter, the rotawire guide wire was noted to be fractured. This was noted prior to any ablations being performed. The 15cm wire fragment was located in the ostium of the mid lad to distal lad. The physician attempted to retrieve the guide wire fragment using a gooseneck snare and other non-specified wires, however this was unsuccessful. The physician then deployed 2.75 x18mm (mid) and 2.5x18(distal) non bsc stents in the lad over the guide wire fragment to secure it in place. The procedure was completed. No patient complications were reported and patient status was reported as stable.